Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 6: reference MFR. Report: 1627487-2018-10202. Reference MFR. Report: 1627487-2018-10204. Reference MFR. Report: 1627487-2018-10205. Reference MFR. Report: 1627487-2018-10206. Reference MFR. Report: 1627487-2018-10628. It was reported the patient developed multiple allergies to the system and elected to have her system explanted. Surgical intervention was undertaken on (B)(6) 2018 to explant the system. The physician stated there were no visible symptoms but the patient experienced chronic fatigue. The patient's symptoms have subsided after explant; however, the patient remains in the hospital due to procedural pain.